Event description:
The reporter contacted animas on (B)(6) 2013, reporting a hospitalization for possible diabetic keto-acidosis. The reporter indicated that the patient was unsure of the diagnosis during the hospitalization and was unsure of the date of the event. The patient was unable to be contacted for additional information at this time. This report is made based on the allegation that the patient was hospitalized for possible diabetic ketoacidosis while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there was no pump data from the time of the reported event due to continued use of the pump. A review of the available total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A delivery accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The patient contacted animas on (B)(6) 2013 regarding follow up attempts. The patient stated that the reason for going to the hospital was elevated blood glucose levels (value not provided) but upon admission the patient was having a heart attack. The patient confirmed that the heart attack was not suspected to be caused by the blood glucose elevation citing that a stent had to be put in. The patient reported being in the hospital for one week related to the event. The patient confirmed that there was no suspected issue with the pump at this time and the patient has resumed pump therapy without further issues at this time.